Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as 3-5 ml of clenz, that leaked onto the counter during shutdown. The leak was not contained. The operator was wearing personal protective equipment of lab coat, eye protection, and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and found a leak at pinch valve pv43 tubing. The fse replaced all tubing at pv43 to repair the leak. Failure mode was identified: failure mode is tubing at pv43. No erroneous results were generated in connection to the reported event. Upon recur, a failure at pv43, depending on the severity of the leak, may impact critical components causing erroneous results for any or all parameters. Evaluation of product labeling: per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).